Manufacturer narrative:
H6 - clinical code. 4581: significant reduction of ica, shallowing of ac. H6 - investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced an excessive vault, significant reduction of ica, shallowing of ac. It was noted that a yag was also performed. The lens remains implanted. Cause reported as other. If additional information is received, a supplemental medwatch report will be submitted. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.